Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The customer stated that nurses were moving a man from the wheelchair to bed and he was leaning in the sling and the lift tipped over. .